Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician placed a taxus express2 3.5x20mm drug eluting stent to the 99% stenosed lesion located in the calcified and severely tortuous, mid right coronary artery (rca). The physician then attempted to place a taxus express2 3.5x24mm drug eluting stent in the proximal portion of the 3.5x20mm taxus stent, but was unable to cross the lesion. The physician then attempted two wire technique, but was still unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the distal edge of the stent was lifted up. The procedure was completed with a 3.5x23mm non bsc stent. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The root cause for this event is determined to be operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure with contributed to the reported event.